Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the top, front processing cover not staying in the upright position on an architect c4000 processing module, serial number (B)(4). The fsr inspected the instrument and resolved the issue by adjusting the spring tension on the hinge, front cover c4 (rohs), part number 7-207365-01. No subsequent issues have been reported. A review of the instrument history did not identify any non-conformances or deviations with the likely cause part number and complaint issue. Manufacturing documentation for the likely cause part number was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a broken instrument lid hinge on an architect c4000 analyzer. The customer noted that when the instrument lid is opened it has to be held up as it will not stay open on its own and it does not close properly. The lid is large and has the potential to fall on a user¿s head. No injuries have been reported. There is no impact to patient management.